Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified left cephalic vein. A 6.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at below 6 atmospheres the balloon ruptured distally at the shoulder part. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified left cephalic vein. A 6.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at below 6 atmospheres the balloon ruptured distally at the shoulder part. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hub is cracked at the inflation port. Microscopic examination revealed no additional damages. The balloon folds were loosely folded and there is contrast present inside the device. Inspection of the remainder of the device presented no other damage or irregularities.